Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The device was disposed of and will not be returned.

Event description:
It was reported that during a digestive procedure, the staples are not placed properly, after activation of the device, the two sections are opened. Non-transfixing stapling of the colon wall. Fecal contamination of the abdomen. Another like device was used to complete the procedure.